Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd response. The customer stated: on the first day of use, compartment syndrome occurred. It was used with dorsosacral position.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.